Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements were noted on the right ventricular (rv) lead. As a result, a lead revision procedure was scheduled. During the revision, the rv lead explanted easily with gentle force. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Blood/body fluid was noted on the terminal pin and in the rate sense lumen. It was likely that the blood entered the lead through the terminal pin opening. The proximal end of the distal spring electrode was separated from the body insulation. Additionally, there was some abrasion at the proximal end of the distal spring electrode. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
--